Manufacturer narrative:
On 5/8/2020, mentor became aware that field h6 for conclusion code was inadvertently left blank under the initial submission. It has been updated on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with 175cc mentor smooth round moderate profile on both sides and was presented with bilateral breast cysts, being sick, fatigue, hair loss, sjogrens syndrome symptoms, lost weight, and fibromyalgia. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.